Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an intuitive surgical, inc. (Isi senior failure analysis engineer, a system log review cannot be performed because the system logs are not available as of the date of this report. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient was found to have a pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax and the patient required hospitalization. The cause of the pneumothorax is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date in section is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacturer.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient required hospitalization. Intuitive surgical, inc. (Isi) has attempted to contact the physician to obtain additional information regarding the reported event. However, no additional information has been received.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an intuitive surgical, inc. (Isi senior failure analysis engineer, a system log review cannot be performed because the system logs are not available as of the date of this report. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient was found to have a pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax and the patient required hospitalization. The cause of the pneumothorax is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date in section is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacturer.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient required hospitalization. Intuitive surgical, inc. (Isi) has attempted to contact the physician to obtain additional information regarding the reported event. However, no additional information has been received.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the biopsy procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h10/h11 for follow-up information.